Event description:
It was reported that during an elective replacement, when connecting the new device high pacing impedance was noted on the right ventricular lead. The lead was tested and it was normal. A header issue was suspected, so another device was implanted with normal impedances. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of high pacing impedance and header anomaly could not be confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.